Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) in defrost mod. A field service engineer shut down the station unit and opened the smart remote manager door, manually opened the refrigerator door, and began removing the temperature probe; upon realizing that medications were still loaded, closed the refrigerator door and powered the station back on before continuing probe removal, had the customer log in to unload all medications so the smart remote manager could be deleted, but all medications were grayed out and would not recover. The fse guided the customer to storage space configuration, where it was discovered that defrost mode was enabled for the smart remote manager, which was the cause of staff being unable to access the refrigerator. The fse explained that defrost mode had been automatically selected because the smart remote manager was unable to sense frost, and provided education on the purpose of defrost mode and how it functions. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager needed to be installed on the new fridge. The old fridge was not working, and a new fridge was available that required installation and setup. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.